Event description:
A hemodialysis user facility has reported that a suspected dialyzer reaction occurred during hemodialysis 31 minutes into treatment. The patient developed shortness of breath, tongue swelling, nausea and vomiting, new onset rhinorrhea, and lacrimation. The patient's b/op at the peak of symptoms was 176/114 with a heart rate of 82, the patient's usual b/p is 141/89. These symptoms lasted for a total of 8 minutes. Oxygen was applied to 2 liters per minute via mask, and blood was reinfused. The patient was sent to the emergency room for evaluation where he was admitted for further evaluation and management. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
Medical records received, review was performed. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.